Event description:
It was reported that during an unknown procedure, the device had an activation issue. No further information was provided. The procedure was completed with another device with no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. It no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur.